Event description:
Customer called with a complaint of no audible tones during normal operation. Also no audible during the self test and high pressure tests. It was stated that the unit had not been dropped or bumped.